Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Spontaneous uterine rupture [uterine rupture] . Case narrative: this spontaneous report originating from united states was received from a nurse via clinical sales educator (cse) (cse reporting on behalf of nurse) referring to a female patient of unknown age. The patient¿s medical history, concurrent conditions, past drug reactions/allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) via intrauterine route (lot and expiration date were not reported) for postpartum hemorrhage. On an unknown date, when vacuum-induced hemorrhage control system (jada system) was in place the patient experienced a spontaneous uterine rupture (uterine rupture). There were no details or information was known or available regarding maternal history or pregnancy information. No additional adverse event (ae) or product quality complaint (pqc) was reported. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued. The outcome of uterine rupture was unknown. Upon internal review, the event of uterine rupture was considered to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.